Event description:
Report rec'd from (B)(6) stating that the device has damaged bearings. The device was not being used during surgery. It is unk if injury or medical intervention occurred. No info provided.

Manufacturer narrative:
The device was rec'd by depuy synthes power tools. The investigation is currently in progress. When the eval has been completed or if add'l info becomes available, a supplemental report will be sent. Ref: (B)(4).